Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue is determined to be patient condition because of the tortuous anatomy of the femoral vein and were unable to advance the pump and the implantation was aborted. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old female patient of unknown ethnicity in st-segment elevation myocardial infarction was to be implanted with an impella rp device for mechanical circulatory support. It was reported that despite using a buddy wire to advance into the pulmonary artery, the pump could not advance. Posterior atrioventricular was passed. The procedure was aborted. Tortuous femoral vein was cited by a fellow along with using the a more difficult left femoral vein access. No patient harm was reported.